Event description:
Related manufacturer reference number:2017865-2023-22667. It was reported that the patient was admitted with cardiac arrest. A merlin on demand transmission was received and it was discovered that the patient had a few brief noise episodes on both the right atrial lead and the right ventricular lead. The patient was interrogated in person and leads were functioning normally. No attempt was made to reproduce noise due to patient being on ventilator support in ICU. The patient later expired. There is no known allegation from a health professional that suggests the death was related to the device.